Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. The infusion sets were falling off the body. The caller alleged the infusion sets from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.